Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the device was prophylactically replaced as advised in the field safety notice on platinum devices issued in july 2018. Preliminary analysis of patient files did not reveal any anomaly.

Event description:
Reportedly, the device was prophylactically replaced as advised in the field safety notice on platinium devices issued in (B)(6) 2018. Preliminary analysis of patient files did not reveal any anomaly.

Manufacturer narrative:
Please refer to the attached analysis report.